Event description:
The report received from the USA stating that the device was "overheating". The device was being used in surgery. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. The motor was determined to have a damaged thermistor that produced an e6 error. It was concluded that the unit had been immersed, causing internal damage to the motor and is indicative of improper cleaning of the device. If additional information is received, a supplemental report will be sent. Ref: (B)(4).